Manufacturer narrative:
Other relevant device(s) are:micra model #: mc1vr01-delsys/ expiration date: 28-jun-2020 / serial#: (B)(4), UDI #: (B)(4). Mfg date: 05-feb-2019. Yes. (B)(4). If nformation is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a leadless implantable pulse generator (ipg), the pacing threshold increased to high values following the cutting of the tether and resistance was felt. X-ray confirmed the ipg was still in position although intermittent loss of capture was noted during tether removal. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.